Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 45% to 5% prior to the pump shutting off. After the pump was turned back on the battery gauge displayed 50%. There was no reported impact to the customer's blood glucose level as the customer declined to test at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.